Event description:
Event description cpi received information that three days after the implant this bipolar lead became dislodged. The physician elected to perform an invasive procedure to remove and replace the lead.